Event description:
The physician was trying to place the third stent on stemi patient, but the stent would not advance. The physician attempted to back out and the stent broke off leaving the balloon behind within the body.